Event description:
It was reported that the patient presented in clinic for an unrelated magnetic resonance imaging (MRI) scan. Upon interrogations pre and post MRI scan, it was noted that the right ventricular (rv) lead exhibited high capture threshold and low pacing impedance. Programming changes were made. There were no patient consequences.